Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. A knotted jejunal tube is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date patient underwent procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. On (B)(6) 2017 the patient had a knot in the peg-j and had the tube replaced via surgery.